Manufacturer narrative:
H3: product analysis found the mainframe has been received with software version: 3.1.0.5. The customers complaint can be confirmed. When testing out the customers devices mainframe and patient interface on each other, everything works as expected. Only a rubber gasket from the patient interface lead 4(-) was stuck inside the lead hole. This can cause intermittent signals when the plug is not deeply enough inserted into the lead hole. A burn in test was also applied to the console to see if any other errors can be found or triggered. No errors found. No anomalies have been found on the console itself. H6: previously applied codes fdm b21, frd c21 and fdc d16 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd: , UDI#: unknown h3: product analysis of the patient interface found that when testing the customer owned devices on each other mainframe and pi everything works as expected. Only a rubber lead gasket was stuck in lead hole 4(-). This can cause intermittent signals when the lead plugs are not deeply enough inserted. The clamps are loose due to worn wave washers. H6: codes applicable are fdm b01, fdr c0601, c07, fdc d1102 and additional codes img g0405203, g04058, g04138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the handpiece mentioned was the patient interface.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the handpiece failed during the procedure and the mainframe was faulty. No troubleshooting was undertaken, an alternative nim response 3.0 was used to complete the procedure. There was no patient impact.